Manufacturer narrative:
One device was returned without any packaging. The wire was inspected under magnification and 7 cm of the coating was missing approximately 6 cm from the distal tip of the wire. Multiple indentations were found directly proximal to where the coating was removed. The complaint was confirmed. The root cause of the damage to the wire could not be determined. Since the lot number was not provided, the device history record and complaint database could not be reviewed.

Event description:
The user returned a catheter without any clinical information. It is unknown how this catheter was used and what led to the damaged condition of its return.